Event description:
The customer reported being hospitalized for high blood glucose of 550mg/dl. Troubleshooting was performed. Reviewed the prime history and found that the customer did not do prime on the insulin pump. Assisted the customer with priming the device. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.